Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two cleo infusion set sites became dislodged and that the patient experienced repeated line blocked alarms during setup. There was no patient injury reported.

Manufacturer narrative:
H6: updated. The suspect product was not returned for evaluation. The device history record was reviewed and was confirmed that there were no anomalies noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.